Manufacturer narrative:
The insulin pump was monitored and no unexpected low battery alert alarms occurred during our testing. No unexpected time, dates reset or pump resetting noted during our testing. No a21 alarm noted. The insulin pump was received with normal operating currents. The insulin pump passed the a21 error test. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a low battery alert from the insulin pump. The customer's blood glucose reading was 146 mg/dl. The customer stated that every time he changes the battery on the pump, it takes him to the set time date and then makes him rewind the pump. The customer stated that he had this issue continually since october. The customer stated that the replacement battery cap did not resolve the issue. The customer stated that the battery currently in use is an aaa alkaline battery. The customer stated that the battery did not last more than one week. The customer will be sent a replacement pump.